Manufacturer narrative:
Patient information was requested and customer refused to provide information.

Event description:
The customer reported that the ventilator is auto cycling while on patient. The customer reported that the unit was in use on patient, there was no patient harm reported.

Manufacturer narrative:
(B)(4).